Manufacturer narrative:
An event regarding assembly issue involving an other instrument reamer was reported. The event was confirmed. Device evaluation and results: the device was returned in used condition. The returned shaft engagement spring was fractured. Examination of the returned device with a material analysis engineer indicated that the shaft engagement spring fractured in ductile overload where the two ends were likely welded together. Medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The investigation concluded that because of the spring was fractured and couldn't connect the patellar reamer to shaft of patellar reamer. The root cause was determined by an mar engineer who indicated that the shaft engagement spring fractured in ductile overload where the two ends were likely welded together.

Event description:
During the procedure, the surgeon attempted to connect the patellar reamer to shaft of patellar reamer but couldn't get it to connect. The spring from the patellar reamer was found.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the procedure, the surgeon attemped to connect the patellar reamer to shaft of patellar reamer but couldn't get it to connect. The spring from the patellar reamer was found.